Event description:
It was reported that a balloon rupture occurred. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.